Manufacturer narrative:
Exemption number e2016032 . William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Name and address for importer site: name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 . Registration no.: (B)(4). Device code(s): appropriate term/code not available (3191) was selected for the alleged device tilt. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract properly, resulting in a contaminated needle stick to the left hand/finger. Ivd testing was performed for the user of the device and the patient as a result. The following information was provided by the initial reporter, translated from portuguese: "work accident report due to safety device failure. On (B)(6) 2023, the professional was on duty at the barracks, composing an advanced support team with the dr and the soldier pm. We were called around 11 pm to assist the victim of a truck crash. On site during care it was necessary to use the device bd insyte autoguard bc. The device failed in the needle retraction safety mechanism with the failure of the safety mechanism occurred automatically injury to the 3rd finger of the left hand with a contaminated needle. The professional followed the victim to the hospital where serology was collected from both the victim and the injured professional.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract properly, resulting in a contaminated needle stick to the left hand/finger. Ivd testing was performed for the user of the device and the patient as a result. The following information was provided by the initial reporter, translated from portuguese: "work accident report due to safety device failure. On february 17, 2023, the professional was on duty at the barracks, composing an advanced support team with the dr and the soldier pm. We were called around 11 pm to assist the victim of a truck crash. On site during care it was necessary to use the device bd insyte autoguard bc... The device failed in the needle retraction safety mechanism with the failure of the safety mechanism occurred automatically injury to the 3rd finger of the left hand with a contaminated needle. The professional followed the victim to the hospital where serology was collected from both the victim and the injured professional.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 27-apr-2023. Bd received an unsealed 18 gauge insyte autoguard blood control unit from lot 1242792 for evaluation. A review of the device history record was performed for the reported lot and no quality issues were found during inspection. Our quality engineer visually inspected the returned unit and observed media inside of the device and the safety button fully functional. Next, the engineer attempted to retract the needle and activated the safety function. However, the needle failed to retract completely. A dent in the inside of the barrel was determined to be preventing the needle from fully retracting. Therefore, based off the visual inspection and testing the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect due to a misalignment between the grip and the manufacturing equipment. H3 other text : see h10.